Manufacturer narrative:
Due to characterization limit e1: initial reporter name: (B)(4). Updated fields: b4, b5, b6, b8, d5, d9, e1, *initial reporter name mail ID), e2, e3, e4, g2, g3, g6, h2, h3, h6 (investigation findings, investigation type, investigation conclusion, component code, health effect), h11. It was reported that during a routine preventive maintenance (pm), performed by a getinge field service engineer (fse) the cs300 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement reported. After the unit was evaluated the fse replaced the purge valve assembly (0104-00-0026) and tubing assembly and filter (0008-00-0331). The issue was resolved. The unit passed all the functional and safety tests as per factory specifications. It was returned to the customer and cleared for use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had autofill failure. No patient involved.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had autofill failure. No harm reported.

Manufacturer narrative:
Due to character limitation of e1(event site address): (B)(6). A supplemental report will be submitted upon completion of our investigation.